Manufacturer narrative:
Insulin pump was unable to prime test, due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube cracked.

Event description:
It was reported that insulin squirted out during the manual prime. The piston continued to move forward after reservoir contact. The insulin pump had alarmed for a loose drive support disk. The drive support disk did not appear to be damaged. The blood glucose reading was 345 mg/dl. Customer treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.